Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a balloon dilatation procedure, a balloon rupture and vessel dissection occurred. The highly stenosed lesion was located in the brachiocephalic arteriovenous fistula. The physician was using the peripheral cutting balloon in an attempt to dilate the "tight" fistula. However, during the second inflation, the balloon ruptured "at the same time as the vessel." The number of atms reached during each inflation is unk. The vessel dissection repaired itself with no harm to the pt. In the opinion of the physician, the stenosis may have been contributory to the rupture and subsequent dissection. The procedure was completed with another of the same device. No further pt injuries or complications have been reported.